Event description:
It was reported that this pacemaker exhibited intermittent pacing inhibition in the right atrial lead channel. Technical services (ts) was consulted, and upon review of the episode, it was noted that pacing inhibition occurred due to a premature atrial contraction that triggered an atrial flutter response event, in which the device withheld atrial pacing. Ts also noted an instance of functional loss of capture in the right ventricular lead channel associated with a premature ventricular contraction that fell in the blanking period, thus delivering pacing after an intrinsic depolarization. Additional information was received indicating that continuous monitoring will be provided to this patient. No additional adverse patient effects were reported. This device remains in service.